Event description:
Healthcare professional reported rupture. Unknown if device has been replaced or explanted. Unknown device side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side rupture diagnosed via MRI. The device has been explanted and replaced by non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Healthcare professional reported, left side rupture. Diagnosed via MRI. The device has been explanted and replaced by non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). And missing shell assessed as inconclusive. Additional observations: crease is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture diagnosed via MRI. The device has been explanted and replaced.